Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer¿s blood glucose was 400 and 375 mg/dl. The customer was treated with an insulin pump and the blood glucose went down to 365 mg/dl. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The auto mode was not active. The customer declined to test insulin pump. Advised customer to change entire set, reservoir and insulin and treat per health care professional¿s instructions. Advised customer to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.